Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: a visual inspection confirmed that the keypad cover was returned with no tears or peeling. During testing, the up arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under the up arrow key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).